Manufacturer narrative:
Date of event is estimated. The patient's weight was unable to be obtained.

Event description:
It was reported the patient went an extended period of time without recharging their ipg. In turn, their ipg became inoperable. As a result, the patient's ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The reported event of the ipg becoming inoperable due to the patient not charging was not confirmed. The returned ipg was fully recharged and passed the discharge test. It also passed all functional testing at the autotester. No root cause was identified for the reported event.